Event description:
Pt admitted for an emergent coronary angiogram showing occluded prox lad s/p aspiration thrombectomy and ivus guided des x2. Pt had iabp placed on (B)(6). On (B)(6) 2024, rn noted brownish discoloration on the helium tubing of patient's iabp, no alarms noted. There was a hole in the balloon allowing blood to enter the balloon and form a clot inside the balloon. Md placed iabp on standby and tried pulling the iabp out. Md was unable to pull all the way out due to the clot. Pt was sent to or for cut down to remove the device.